Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -14.0/3.0/001 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens tore during injection/delivery into the eye. Intraoperatively the lens was removed with no patient injury. The problem was resolved. The cause of the event was reported as unknown and indicated the device failed to perform as intended.